Event description:
It was reported that the possible atrial undersensing was noted due to likely atrial arrhythmia and low measured p waves. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.